Event description:
Customer report a patient later ID with anti-e that fail to react with 0.8% resolve panel a lot vra207. Sample was tested with a lot of 0.8% selectogen and demonstrated a 1+ reaction with cell #2 (homozygous e+). Additional testing was performed with 0.8% resolve panel a lot# vra207 and no reactivity was noted. Customer then tested sample using peg enhancement and a different manufacture of panel cells and anti-e was ID (1+). Issue started on (B)(6) 2014: reported (B)(6) 2014. Methodology used: panels are only tested in manual gel and tube. Incubation time (for manual test only): 15 minutes/ repeat testing 30mins. Reaction grade obtained: all e-positive cells for the patient were negative using gel method antibody ID ( anti-e) with different manufacture kit, using tube method. Customer then repeat testing with 30 mins incubation in gel and saw weak-1+ reaction using 0.8% resolve panel a lot # vra207-3 ( homozygous cells) daily qc performed and found to be acceptable. Sample type: edta plasma. All reagents stored appropriately. All reagents have a normal appearance prior to use. Ocd discussed variability of antigen expression on donor cells, however, customer is very concern with lack of reactivity with homozygous e positive cells and is requesting replacement of an alternative lot . Panel was replaced with an alternate lot.

Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).